Event description:
It was reported a patient underwent a cardiac procedure on 26-oct.2023 and suture was used. The needle was popping of the suture when it shouldn't be. Unknown as to how the procedure was completed. There were no adverse consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not observed. Additional information provided: unknown as to how many were having this issue. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm the number of devices in which the needle "pop off" during this procedure? They did not specify how many sutures experienced this issue but they provided information that it was more than 1. How many from lot number pjb988? They did not note down the lot number and provide this level of clarification. How many from lot number pmr705? They did not note down the lot number and provide this level of clarification. H3 evaluation. The product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. The returned sample revealed that six packets that pertain to product code were returned for analysis. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strands no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Note: events reported via: mw# 2210968-2023-09044. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.